Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope no water flow through the auxiliary water channel during a procedure. Upon inspection and evaluation, the nozzle and auxiliary channel clogged with foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿no water flow through the auxiliary water channel¿ was confirmed. The following findings were also noted during device evaluation: due to clogging of auxiliary channel, auxiliary water is not emitted forward from distal end, due to clogging of nozzle, water removal ability does not meet the standard value, and adhesive on bending section is detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the observed event, ¿foreign material was in the endoscope (foreign material clogged in the nozzle/auxiliary water channel)¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. Additional information from the customer stated that, although customer is trained as per omsi training/ IFU, and that customer performed pre-clean steps without any delay, there was also the possibility that sufficient brushing could not be performed by customer. Additionally, it was stated that the device was not correctly reprocessed at the time of pickup of the device for inspection at omsi workshop. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.